Event description:
It was reported that a care alert was triggered for the right ventricular (rv) lead indicating rv tip to rv coil impedance was low at 190 ohms. Manual measurement in the office was 209 ohms; rv tip to rv ring measured 323 ohms. Impedance trends have been stable since implant approximately 6 months ago. There has been no change in sensing or capture threshold. The lead remains implanted and no intervention has been taken at this time. Technical services discussed that the care alert for tip to ring and tip to coil should be separately programmable. In this case, the tip to ring could be left on while the tip to coil could be turned off to prevent unnecessary notification and office visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).